Event description:
It was reported that when the ventilator was powered on several technical error codes indicating internal voltage power failures were generated. (B)(4).

Manufacturer narrative:
(B)(4).